Manufacturer narrative:
All buttons functioning properly during testing. No damage on keypad traces noted during visual inspection. Keypad connector was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated that the insulin pump select button was unresponsive. No significant events leading to keypad anomaly were observed. Customer also reported skin irritation on the sensor insertion site. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.